Manufacturer narrative:
The exact date of event is unknown. The device is not available for analysis. A service history review found the customer has only one xps laser. The serial number is (B)(4), and the device history record review (DHR) performed on this laser did not find any possible service related issues that could have contributed to the reported event. The greenlight xps operator's manual was reviewed and the potential risks and controls for complaints related to the reported event were identified. Based on the information available an evaluation conclusion code of adverse event related to the procedure was assigned to this investigation.

Event description:
It was reported that 4 to 5 months post procedure there are some patients which have a white scarring prostate. To correct this a second procedure is completed using a standard turp to reshape.

Manufacturer narrative:
Date of event the exact date of event is unknown.

Event description:
It was reported that 4 to 5 months post procedure there are some patients which have a white scarring prostate. To correct this a second procedure is completed using a standard turp to reshape.

Manufacturer narrative:
Date of event the exact date of event is unknown.

Event description:
It was reported that 4 to 5 months post procedure, there are some patients which have a white scarring prostate. To correct this a second procedure is completed using a standard turp to reshape.